Manufacturer narrative:
A lot history record review was completed for lots 25106626 and 25116792 the last 2 lots shipped to the account a year prior to the event date. The nonconformance reported in the lot history was not related to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power. The same device was used to complete the procedure. No patient effects.

Manufacturer narrative:
December 20, 2015 05:38 pm (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power. The same device was used to complete the procedure. No patient effects.